Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician encountered difficulty positioning this right ventricular (rv) lead during implant. Once a position with good measurements was achieved the patient became syncopal with asystole observed. After the patient was stabilized by a medical team, an echocardiogram revealed a perforation in the myocardium accompanied by pericardial effusion. The lead was noted remain in place and function appropriately. The physician felt the perforation to be due to poor patient tissue condition and difficult anatomy. No additional adverse patient effects were reported. This lead remains in service.